Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Material will not be returned for investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an initial surgery was performed on (B)(6) 2014 to join the fracture of the distal end of the femur with the reported plate. Despite the implant, the fracture had failed to unify, and the brakeage of the plate was discovered in (B)(6) 2015, due to metal fatigue caused by the nonunion of the fracture. Therefore, the follow-up surgery was performed on (B)(6) 2015 to remove the plate and to insert a nail made by another manufacturer. This report is 2 of 2 for com-(B)(4).